Event description:
(B)(4). Horrible pain in ovaries, so bad it's disabling when it comes, bloating, headaches, constipation.

Event description:
#Medwatcher #followup2 #fdamw5042151 #(B)(4). I also have had ovarian cysts, clots, fatigue, severe pain, headaches, constant stabbing feeling, bowel issues, bloating, swelling of the hands and feet, the chills even when it's hot,and so much more!!essure has ruined my body and I pray to get it out so I can end the pain and get my life back!

Event description:
(B)(4). Now have ibs and gallbladder issues as well as lactose intolerant and high cholesterol and bloating with sporting and clots and also severe abdominal pain and lack of sleep.